Event description:
A surgeon reported that four months after an intraocular lens (iol) was implanted, she noticed cells growing onto the anterior surface of the iol causing an inferior shade. One month later, she treated the cells with a yag laser procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).